Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ishak, b. Et al. (2019), safety and performance of a novel articulating cage for transforaminal lumbar interbody fusion in the setting of intraoperative spinal navigation, clinical neurology and neurosurgery, vol. 183, pages 1-6 (germany). The aim of this study was to assess the clinical and radiological results, as well as patient safety and complications by using a novel articulating tlif cage. Between 2016-2017, a total of 49 patients (18 males and 31 females, mean age 63.6 years) underwent a one- to four-level fusion using a cage as interbdy fusion and a polyaxial titanium alloy screw system (expedium, mountaineer, depuy synthes company, (B)(4) USA) for posterior instrumentation. Clinical and radiological postoperative follow-ups were conducted postoperatively, after 6 weeks, as well as 6 and 12 months after surgery. The following complications were reported as follows: 2 patients had dural tears, which have been successfully fixed intraoperatively. 2 patients also had wound revisions within the first week after surgery occured. 2 patients had csf leak. 47 patients had evidence of fusion at the 12 months follow-up while 2 did not. This report is for an expedium and a mountaineer (depuy synthes company, (B)(4) USA) this is report 2 of 2 for (B)(4).